Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system flush tube was pinched. There was an issue observed with the fluid pathway of the delivery system. The analyst noted the full lead was returned within a bag and in its original box with the seals breached as the box and inner packaging was opened with as use by date of 2024-05-23. A 7.2 cm by 10.7cm section of the outer box was removed and not returned with the delivery system. The device was recaptured in the device cup and 25 ml syringe affixed to the flush port valve. The inner tray was missing a part to keep the delivery system in place on the tray. The delivery system was unable to flush as there was resistance while pushing the syringe to flush. The flush tube was pinched inside of the delivery system handle with the flush tube not tracking in the cut out on the rib or the delivery system handle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lock syringe filled with saline was attached to the flush port, but it could the saline could not be flushed through and hence saline did not flow into the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system flush tube was pinched. There was an issue observed with the fluid pathway of the delivery system. The analyst noted the full delivery system was returned within a bag and in its original box with the seals breached as the box and inner packaging was opened with as use by date of 2024-05-23. A 7.2 cm by 10.7cm section of the outer box was removed and not returned with the delivery system. The device was recaptured in the device cup and 25 ml syringe affixed to the flush port valve. The inner tray was missing a part to keep the delivery system in place on the tray. The delivery system was unable to flush as there was resistance while pushing the syringe to flush. The flush tube was pinched inside of the delivery system handle with the flush tube not tracking in the cut out on the rib on the delivery system handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the delivery system (d/s) was flushed with saline solution but could not be pressed. The d/s handle operation was checked and the direction of the three-way stopcock was reconfirmed but the same issue occurred. The d/s was flush port was deemed defective and the leadless implantable pulse generator (ipg) was subsequently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.